Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage to keypad traces. No button error alarm noted. The device had minor scratches to lcd window, scratched reservoir tube window, cracked reservoir tube lip, and stained address and or serial number label.

Event description:
Customer reports to have received a button error alarm. Customer states she may have fallen asleep on insulin pump which may have caused alarm. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.